Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2015, the day after surgery to revise the pump and replace the catheter (see manufacturer's report number 3004209178-2015-12290), underdose was reported. Underdose symptoms were reported as itching; the patient had a lot of itching, it "itched like crazy" during the underdose. On (B)(6) 2014, because they kept increasing the dose, the patient was "noodly," or overdose symptoms. No product issue was alleged against an implanted device. It was noted that a company representative had to come to the emergency room (ER) to program the dose down. The pump was being used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.